Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor gel breast prostheses and experienced generalized illness symptoms including gastrointestinal symptoms, fever, fatigue, body aches, joint pain, joint stiffness, joint swelling, joint popping, rashes, malaise, and breast implant illness post-operatively. It was also reported that, during surgery, it was discovered that one of the breast prosthesis was ruptured. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and rupture. (B)(4). Manufacturer¿s reference number: (B)(4).